Event description:
It was reported that this system exhibited pacing impedance measurements greater than 3000 ohms and intermittent loss of capture on the right ventricular (rv) channel. The patient was brought into the clinic and testing confirmed normal impedance measurements and stable threshold measurements. The rv pacing output was increased. It was noted that the lead in question is manufactured by a competitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 3000 ohms and intermittent loss of capture on the right ventricular (rv) channel. The patient was brought into the clinic and testing confirmed normal impedance measurements and stable threshold measurements. The rv pacing output was increased. It was noted that the lead in question is manufactured by a competitor. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 3000 ohms and intermittent loss of capture on the right ventricular (rv) channel. The patient was brought into the clinic and testing confirmed normal impedance measurements and stable threshold measurements. The rv pacing output was increased. It was noted that the lead in question is manufactured by a competitor. No adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion. The device was returned for evaluation.